Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.